Event description:
It was reported that, the pt's rep sent the legal dept a letter of representation enclosing the attached letter which was sent to the pt from (B) (6) health services.

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. As per the info received, the devices are not available at the time of the report, due to the ongoing litigation.